Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, per complaint details, a revision was performed approximately 30 years post-tha due to cup and liner wear and mal-positioning. Per correspondence, the patient is a chronic dislocator and is on hospice; therefore, a constrained liner was implanted for a better outcome. It was communicated that the requested medical documentation would not be provided. Component wear and ¿mal-positioned¿ components would not be unexpected after 30 years in-vivo. The patient impact beyond the reported dislocations, component wear/mal-positioning, and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. As device information was not made available, device history record and complaint history review, risk management review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that, 30 years after tha surgery, the implants were malpositioned. Patient is a chronic dislocator and is on hospice. A revision surgery was performed and a constrained liner was implanted for better outcome. The current status of the patient is unknown.